Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: the patient underwent a bilateral total knee arthroplasty for osteoarthritis. Attune implants were utilized with depuy cement x2 for left knee and depuy cement x2 for right knee. Patella was resurfaced for both knees. No intraoperative complications were noted. On (B)(6) 2018: the patient underwent right knee revision due to suspected aseptic tibial tray loosening. Intraoperatively, the surgeon found the tibial tray loose at implant-cement interface. Patella and femoral components were not revised. All other components (tibial tray and insert) were explanted and replaced with depuy revision knee system and a non-depuy metaphyseal cone all in conjunction with unknown manufacturer cement. Doi: (B)(6) 2015. Dor of right: (B)(6) 2018, (tibial tray and insert).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed on 04 feb 2020 0 non-conformances on this lot number. Final micro and sterility tests passed. 2000 units released. Lot expiry date: 30 apr 17. There were no anomalies identified for the manufacture of this lot. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.